Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. A water filled reservoir and infusion set was installed in the reservoir compartment, the insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen with water exiting the infusion set. No bolus anomaly noted. The insulin pump was received with minor scratched display window, scratched case, damaged scratched display window cover, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 396mg/dl. Customer indicated that the insulin pump is not delivering insulin. Troubleshooting found that the insulin pump bolus delivery amounts are not being recorded in the bolus memory. Customer indicated that the pump is not operating as designed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.